Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, dvi output does not work, could be identified. Root cause could not be identified. Based on the facts found out from the investigation, we surmised that phenomenon (1) occurred due to faulty dp board. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: as a result of checking the instruction manual and labeling of the product, there was no abnormality that would lead to phenomena.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the digital visual interface output on the video system center was not working. The issue occurred during maintenance. There were no reports of patient involvement.